Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-04647. It was reported the physician was implanting the first trial lead when a small cerebrospinal fluid leak was noted. The physician continued and placed both leads without issue; the pt rec'd effective stimulation after the procedure. The pt was provided fluids postoperative. The pt reported a headache later the same day, and the following day the headache had worsened. The physician performed a blood patch on (B)(6) 2013. Follow up identified the pt rec'd immediate relief from the headache with the blood patch. It was reported the trial leads were removed, and pain relief was achieved with the stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.